Event description:
Patient required revision surgery to remove hardware because of non-union.

Manufacturer narrative:
The surgeon performed a removal case because of patient non-union. The screw was not returned for evaluation. Review of the device history record cannot be performed as the lot code is not known. Through communication with the health practitioner, the issue was caused by patient non-compliance. At this time, the event is considered to be closed.